Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used to treat renal ureteral calculus during a ureteral lithotomy procedure in the left kidney performed on (B)(6) 2023. During the procedure, when the stent was unpacked, the pig tail part was found kinked. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a4: patient weight: 18.5 kg. Block h6: imdrf device code a04046 captures the reportable event of stent kinked, inside the patient.

Manufacturer narrative:
Block a4: patient weight: 18.5 kg. Block h6: imdrf device code a04046 captures the reportable event of stent kinked, inside the patient. Block h10: the returned percuflex plus ureteral stent was analyzed, and a magnification and visual evaluation noted that the bladder coil torn over one drainage hole. During media inspection, the photo was observed that the bladder coil was torn over one drainage hole. No other problems with the device were noted. The reported event was not confirmed. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get torn during the procedure affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used to treat renal ureteral calculus during a ureteral lithotomy procedure in the left kidney performed on (B)(6) 2023. During the procedure, when the stent was unpacked, the pig tail part was found kinked. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.